Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch- bi-directional navigation catheter and carto® 3 system, noise on ECG signals occurred. There was noise on the carto 3 system and the physician mistook the noise for the patient being in vt rhythm. In response to the suspected rhythm, the physician ordered a cardioversion. It was later uncovered, that the issue was simply noise and there was in fact no patient consequence. The patient was reported to be in stable condition. The catheter was replaced and the issue resolved. This event is MDR reportable because the noise did not allow the physician to accurately monitor the patient as it was on both systems (carto and ep recording system) and the noise was also being displayed on the backup defibrillator monitors and no anesthesia monitor was available. Upon visual inspection biosense field service engineers found several bent pins in the ports map, 20 pole a, 20 pole b and ref/deca of the piu. Biosense field service engineers replaced piu's back plane card. Biosense field service engineers completed full acceptance testing procedure (atp)/ the preventive maintenance (pm) including cartounivu and rmt registration and required tests. Carto 3 system passed all functionality tests. No noise found after replacement of back plane card. The issue is resolved and system is operational. The defective back plane card was sent to htc for investigation. The customer complaint was confirmed. The bent pins that caused noise issue found in the connectors map, 20 pole a, 20 pole b and ref/deca and replaced. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and carto 3 system, noise on ECG signals occurred. There was noise on the carto 3 system and the physician mistook the noise for the patient being in vt rhythm. In response to the suspected rhythm, the physician ordered a cardioversion. It was later uncovered, that the issue was simply noise and there was in fact no patient consequence. The patient was reported to be in stable condition. The catheter was replaced and the issue resolved. This event is MDR reportable because the noise did not allow the physician to accurately monitor the patient as it was on both systems (carto and ep recording system) and the noise was also being displayed on the backup defibrillator monitors and no anesthesia monitor was available.